Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient seeking legal action. As litigation has not been received, and the reason for the complaint is unknown, we are currently reporting the cup and the head. Should we receive additional information, we will update accordingly. Update rec'd 7/31/15 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve and stem are now being added to the complaint. The complaint was updated on: 8/5/15

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, patient was revised to address osteolysis and loosening. Operative reported of loosening of the femoral component likely due to metal-on-metal debris causing the osteolysis around the femoral component.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.